Event description:
The patient has a history of thrombocytopenic purpura, cushing's syndrome and congestive heart failure. A trivial shunt was confirmed after implantation of the ado and the platelet count was significantly decreased (50,000/ ul to 20,000 - 30,000/ ul). Platelet transfusion was performed and the patient was stable. According to the physician, the defect was not completely occluded due to the originally low platelet count. Consequently, thrombocytopenia occurred. No further information is expected as this event was most likely related to the patient's pre-existing condition.